Event description:
It is thought that this sleeve has been inserted into the patient during the procedure and left inside. They were unaware of this extra component, they feel is not easy to see.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.